Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the unit failed opcheck after fco implementation. There was no report of patient involvement.